Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per hdr (device history record) the product concha neptune, serial #(B)(4) was manufactured on 03/28/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. If the device sample becomes available at a later date, this complaint will be updated accordingly teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the device has an alarm failure of the red and/or yellow alarm. The alleged issue was detected prior to pt use.